Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012840707 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the array segment, the proximal spiral array tube was observed to be detached from dual lumen. On the spiral array segment, the nitinol wire was observed to be bent in the distal arm transition. On the spiral array segment, electrode(s)#1, 2, 3 and 5 were observed to be crushed/damaged. On the spiral array segment, the electrode(s)# 2 and 3 were observed to be displaced. On the spiral array segment, broken and exposed electrode wires were observed. On the spiral array segment, the spiral array pebax tube was observed to be kinked and twisted. On the spiral array segment, the guidewire lumen was observed to be kinked at 1.28 inches from the distal tip. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. In conclusion, the catheter failed the return product inspection due to the proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area. The proximal spiral array tube detached from dual lumen. An electrode wire on spiral array observed to be exposed. An electrode on the spiral array was observed to be displaced. The spiral array pebax tube observed to be kinked. The spiral array pebax tube observed to be twisted. A kinked guidewire lumen was observed in spiral array. The nitinol wire in the spiral arrays distal arm transition observed to be bent. Electrode(s) on the spiral array observed to be crushed/deformed. Electrode wire(s) in the spiral array region was observed to be broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter array became knotted. An attempt was made to capture the array into the sheath, and one side of the array tore off from the catheter. The entire assemblywas pulled into the right atrium and then withdrawn from the body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.